Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. Pump also received with a cracked lcd screen.

Event description:
Customer reported via phone call that a shattered screen and pump was beeping. Customer took the battery out and the beeps stopped. Customer states the pump has been bumped and have cracks. Product is expected to return.